Event description:
It was reported that this implantable device was not successfully implanted due to unknown cause. This device was never in service. A new device was successfully placed. No adverse patient effects were reported.